Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent explant of the leads due to high impedance after the multiple falls and were replaced with a paddle lead. The patient did well postoperatively. Additional suspect medical device component involved in the event: model#: sc-4316, lot/serial #: (B)(4), description: next generation anchor kit-sterile; sc-2218-50, sn (B)(4): the complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead, approximately 22 cm from the distal end. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. The broken cables were still contained inside the lead body. Sc-2218-50 sn (B)(4): the complaint had been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead, approximately 22 cm from the distal end. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. The broken cables were still contained inside the lead body. Sc-4316 visual inspection found that one of the clik anchors had both eyelets were fractured, and no parts of it were missing. The other clik anchor exhibited normal characteristics.

Event description:
A report was received that the patient¿s lead had high impedances after a non- device related fall. X-ray revealed that there was one noticeable kinked or exaggerated bend that could account for the high impedance measurements. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient¿s lead had high impedances after a non- device related fall. X-ray revealed that there was one noticeable kinked or exaggerated bend that could account for the high impedance measurements. The patient will undergo a lead replacement procedure.